Event description:
This pt was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the hydrocoil embolic system treatment arm. The pt is a (B)(6) year old female who presented with a unruptured aneurysm in the right junction vertebral artery - basilar trunk. The aneurysm was coiled on (B)(6) 2013, the pt presented to have an elective embolization of a pre-existing av fistula resulting in an overnight hospitalization. This event is not related to the device and was reported as an sae due to an overnight hospitalization.